Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted due to high thresholds.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. At the proximal end of the distal lead fragment 8.5 cm of the outer coil were missing. The returned lead fragments were subjected to an extensive analysis. During the visual inspection fibrotic tissue residuals were found between 2.5 cm and 1 cm proximal to the lead tip, including parts of the ring electrode. Furthermore the fixation helix was surrounded by tissue. These findings can be considered as the root cause of high pacing thresholds as reported in the complaint description. Further analysis revealed severe explantation damages which corroborate the assumption of an excessive fibrotic growth in the implanted state which required significant tensile forces during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.